Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported the customer was experiencing high blood glucose. Customer's blood glucose was between 400 mg/dl and 500 mg/dl. The customer also reported having cataract surgery that required drops to be administered into their eyes. Customer stated their blood glucose was a reaction from the eye drops. The customer reported experiencing excessive thirst, nausea, and a headache as a result of their high blood glucose. The customer was able to administer 4 units of insulin while on the phone. No additional information provided.